Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate due to possible reaction to bone graft sensitivity.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Upon evaluation it was established that the returned part is not an implant direct part.